Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet bionic pancreas, described as ¿lows all the time,¿ with the event reported after occurrence; no device alerts or alarms were reported, and no specific device component involvement was identified. Symptoms included insufficiently characterized clinical effects due to lack of detail. Outcomes included an undetermined health impact due to insufficient information. Investigation included attempts to obtain additional details through user communications and analysis of information provided by the user or third party. Investigation of this case revealed no specific device problem identified and no findings available, with device component involvement not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.